Event description:
A complaint was received reporting a blood leak alarm in cycle three of three. Condensation was discovered on the centrifuge inner lid and on the outside of the centrifuge. No blood was visible on the outside of the bowl. The patient's treatment was aborted with no blood returned. The customer reported approximately 300 ml of blood was not returned to the patient. The patient's vitals were stable bp 122/88, hr 100, rr 20, and temperature 37.2 degrees celsius. Due to the blood loss, a transfusion was required, and scheduled for the following day. The patient did not require hospitalization.

Manufacturer narrative:
The customer agreed to return the data file to confirm the operator's description. No other product can be returned. No additional reports have been received for this type event for this instrument and lot number. Mxp 1149987, dra 178815, qerts 178745. (B)(4)